Manufacturer narrative:
(B)(4). Date sent: 7/13/2020; d4: batch # t5d070. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was received: 1. Could you please provide more details for "the surgeon detached it from the tissue"? 2. Could you please clarify if there was any issue removing the device? Response: 1. The body is removed through the anal, and the anvil was detached from the tissue. 2. There was no issue removing the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "the surgeon detached it from the tissue"? Could you please clarify if there was any issue removing the device? If yes, please provide more details how device was removed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in the course of an anterior resection procedure using the cdh29a, an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade did not proceed, and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. There were no reported adverse consequences for the patient so far.